Manufacturer narrative:
(B)(4). Report source foreign- (B)(6). Complaint sample was evaluated and the reported event was confirmed. Visual examination of the returned product identified fracturing. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
During the inspection of the kit in the warehouse, it has been detected that the piece of drill bit is fractured. No patient or surgical involvement.